Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU clearly states that pre-dilatation is mandatory.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (99 percent stenosis degree) in moderately tortuous ostial rca. After ivus confirmation was attempt to use the orsiro for direct stenting, but could not cross the lesion. It was tried to pull the orsiro back but it was noted that the stent has been shifted. As the stent was still on the balloon it was inflated at the proximal part of the lesion and the delivery system was removed. After that the orsiro stent was deployed with semi-compliant balloon catheter.